Manufacturer narrative:
Product event summary: analysis found the rf (radio frequency) head was not able to interrogate devices and failed uplink functional tests; the rf head cable was found out of electrical specification.

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was intermittent telemetry. The rf (radio frequency) head was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 229047 analyzer. (B)(4).